Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. This device was manufactured in 2010 and exceeds its expected life of 7 years. The reported complaint was not confirmed. The definite root cause cannot be reliably determined. Most probable root causes outlined in our risk management file: incorrectly assembled device, improperly tested/inspected device, improper technique used during procedure off-label use of device during procedure (user error), device used with incorrect/unauthorized devices/accessories for procedure. Device identifier # (B)(4).

Event description:
A customer reported that the a1059 mayfield modified skull clamp slipped and the patient suffered a laceration on an unknown date. Additional information received on 23aug2019 indicated that the patient the patient was not repositioned at any time during the surgery. The device caused a small superficial laceration on the skull noted during a cervical fusion c2-c7 laminectomy procedure. The device was removed appropriately at the time of surgery when the product problem occurred. No surgery delay reported.